Event description:
5-fluorouracil mixed in "vital-mix" "non-dehp" bag (lot:980483). In 24hrs formed fibrous precipitate. Tried 2nd MFR of drug and got same results. Tried clintec bag and had no problems (still in solution at 96hrs). Problem being reported to MFR.